Event description:
The dentist reported that almost two months after the dental implant was placed in pt's mouth, it was verified its non-osseointegration. The implant was immediately carried out, 55n.cm. Of primary stability was achieved and immediate load was not performed.